Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the usb scanner didn't work when plugged into the board, and drawers had failed controller cards. A field service engineer rebooted the station and tower, tried different usb ports, and attempted to install ka 000015239, but these steps didn't work. After obtaining a new board and the necessary key, the engineer replaced the comm sled, reconfigured the ip address, and replaced the controller cards for drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawers went offline and could not be recovered. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.